Event description:
Prolonged high blood sugar; I have type 1 diabetes. I have a medtronic minimed insulin pump, model 670g. I have to order minimed quick-set infusion sets to use the pump. With the last 2 boxes that I have ordered (ordered product #mmt-387a, minimed¿ quickset ¿ 6mm cannula/32" tubing on (B)(6) 2021; ordered product #mmt-398a, minimed¿ quick-set¿ 6mm cannula/43" tubing on (B)(6) 2021), I have experienced blockages in the infusion site with 40% of the infusion sets (4 out of each box of 10). The blockages rendered the set useless, as the pump was delivering 0 insulin. I have reported the incidents to medtronic both times and received replacement infusion sets in one of the instances. I will be receiving the replacements for the second instance this week. With the replacement infusion sets that I received, one set had a blockage. Because so many of the sets don't work, in both instances I was unprepared with no sets at all and had to discontinue pump use for up to 3 days until I received the replacements. I use syringes as a backup method. Using syringes makes my blood sugar much harder to control. My blood sugar normally ranges from 90 to 140. When I only use syringes, it has been running from 150-400. The prolonged high blood sugars mean I have symptoms of lethargy, nausea, and muscle weakness. I have managed to avoid more serious illness like hospitalization or coma, but the possibility of these is much higher without a reliable insulin delivery method. An elevated a1c also contributes in the long-term to kidney disease, heart disease, and nerve damage. FDA safety report ID # (B)(4).